Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a mz1000 china sample was not available for investigation of this feedback. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.

Event description:
It was reported when using the bd maxzero needleless connector the device was clogged, blocked, or occluded. The following information was provided by the initial reporter and translated to english. The customer stated: "the product connects to the syringe normally, but does not drain after connection."

Event description:
It was reported when using the bd maxzero needleless connector the device was clogged, blocked, or occluded. The following information was provided by the initial reporter and translated to english. The customer stated: "the product connects to the syringe normally, but does not drain after connection."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a mz1000 china sample was not available for investigation of this feedback. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported occlusion. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.